Event description:
Customer reported that pt with anti-kell had a positive antibody screen (8ss281) but did not react with any cells from panel 8ra171. No death or serious injury was associated with this incident.